Manufacturer narrative:
Mw5091085 was received on 14feb2020. Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
User facility medwatch report received that seems to indicate that the patient may have experienced lead erosion, as his spouse reported that the patient had a ¿small particle of metal push through the skin¿. No information is known regarding intervention or resolution. Abbott has been unable to confirm the patient, product or event details.

Manufacturer narrative:
Correction: section h10: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided instead of blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.